Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, which is indicative of a high voltage during charge fault. The ICD also exhibited low out of range shock impedance measurements of less than 20 ohms. An x-ray performed indicated the leads were wrapped around the device can as the patient had twiddled their device. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device noted no anomalies. Review of the device memory confirmed a 41 joule shock was delivered and shocked into a shorted lead. The impedance measurement recorded was 13 ohms. This caused code 1006 to be declared, which was confirmed via a manual cap form. The remaining shocks were aborted. A real time x-ray noted visible high energy damage on the flex strip connecting the high voltage capacitors. Also, the plasma fuse within the flex strip was blow. Overall, analysis confirmed the allegation made against the device in the field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006, which is indicative of a high voltage during charge fault. The ICD also exhibited low out of range shock impedance measurements of less than 20 ohms. An x-ray performed indicated the leads were wrapped around the device can as the patient had twiddled their device. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.